Event description:
Swelling noticed in the arm. Home health care had received several calls regarding catheter problems. Catheter was removed and a hole was noted at the 31.5 cm mark in the red lumen.